Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device lost all options and licenses. - this occurrence was noticed during routine startup bis is not further specified. No further details about when this happened were reported to hamilton. There is no prior indication that something was technically wrong with the ventilator device. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - it was not reported whether alarms were triggered. - no device log files were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device lost all options and licenses. This occurrence was noticed during routine startup bis is not further specified. No further details about when this happened were reported to hamilton. There is no prior indication that something was technically wrong with the ventilator device. The hamilton vigilance reporting decision strategy prescribes to report startup issues. It was not reported whether alarms were triggered. No device log files were provided to hamilton. This malfunction was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During start up the vent 'lost' all options/licenses. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatorty tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device lost all options and licenses. - this occurrence was noticed during routine startup bis is not further specified. No further details about when this happened were reported to hamilton. There is no prior indication that something was technically wrong with the ventilator device. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - it was not reported whether alarms were triggered. - no device log files were provided to hamilton. - this malfunction was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.